Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged e1: patient city: (B)(6) patient country: united states. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code no malfunction based on complaint information. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In the absence of product identification (e.g., lot number or specific product family), a product specific manufacturing investigation could not be conducted. Therefore, a high level review of established manufacturing controls was performed across the infusion sets supplied in support of the system used by the patient, to document the routine controls in place to ensure product quality and detect potential defects. These controls include, but are not limited to: 100% functional testing during assembly and/or final assembly, including flow and leak tests. 100% visual inspection during assembly and packaging to verify needle condition (orientation, damage, length, concentricity, and angle where applicable). Verification of proper assembly of the needle protector. Inspection of connector (pcc/sc1) for damage, scratches, or surface defects (internal and external). Verification of correct tube to connector alignment verification of proper base-to-connector assembly ensuring no rotation during manual testing. Verification of the distance between the needle angle end and the catheter (teflon) tip according to specification. Inspection of needle tip condition ensuring absence of burrs, hooks, deformation, or blunt tip using magnification. Verification of needle alignment ensuring it is not bent; use of template if required. Verification of correct packaging configuration and assembly. Sampling verification under acceptable quality limit (aql) 0.65 including visual and functional testing. Flow and leak tests under sampling (aql 0.65). Verification of connector print color and adhesive tape appearance. Inspection of catheter (teflon) integrity ensuring no bends, marks, or damage along the component and verifying tip condition. Leak testing after needle removal using pressure loss measurement equipment under defined conditions. Static tension testing under sampling (aql 0.65), including: tube to connector strength tube to pcc/sc1 strength static tension verification of base-to-connector assembly ensuring resistance to detachment under specified load and time. Static tension verification of adhesive tape and base assembly ensuring resistance under specified load and time. Verification of correct tube configuration (number of coils) according to tube length specifications. Quality inspection before sterilization under acceptable quality limit (aql) 0.65 verifying: correct labeling instructions for use (IFU) presence correct packaging configuration absence of contamination verification and documentation of any additional visible defects. Verification of packaging configuration, sealing, and overall integrity of the packaging system. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation ¿ conclusion: based on the limited information available, the investigation was completed, and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint. Based on the available information, this event is deemed to be a reportable death. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient has passed away due to an unknown reason on (B)(6) 2024.